Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer's blood glucose. The customer was instructed to reset the pump to resolve the issue. Multiple attempts were made obtain additional information; however, a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On november 25th,2022, additional information was received stating that a pump reset was performed that resolved the continuous glucose monitor error 42. Customer continued to use the pump for insulin therapy.